Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with the ventricular tachycardia (vt). It was also reported that atrial lead position check had failed and intermittent undersensing was noted on the right atrial (ra) lead. Possible non-capture and/or under sensed r-waves were noted on the right ventricular (rv) lead. The ra and rv leads remains in use. No further patient complications have been reported as a result of this event.